Event description:
Reportedly, retraction of the catheter was not possible. They had to remove the swan-ganz catheter and the introducer together. The introducer rolled up on 2 places. No pt complications were reported.

Manufacturer narrative:
Device not returned.